Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2014. It was reported that the patient has known escherichia faecali and serratia driveline infections, and chronic bacteremia. The date of onset and duration of infection were not reported. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported bacterial driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.